Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bracket on the inner cannula was hard to turn in its position on the cannula. The fault was discovered prior to patient use.